Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The root cause for the device being powerbroken was failure to follow the directions for use and running the device in the safe or load position which is user error and is also the cause of not able to lock the cutter. It was also observed that there were vanes broken which caused the low rotations per minute and noise. It was also observed that the hose was an older design and the motor was loose due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device would not lock the cutter device, ran while in safety, the motor was loose and had no pressure relief valve. It was also reported that the device failed pretests for rotations per minute (rpm) assessment and noise assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.